Event description:
It was reported that a balloon rupture occurred. The 50-60% stenosed target lesion was located in the arteriovenous fistula. A 5.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, after crossing the target lesion, the balloon was inflated to nominal pressure. However, at first inflation, it was noted that the balloon burst before reaching 8atm for less than 15 seconds. The balloon was removed safely from the patient's body and the procedure was completed with a different device. No complications were reported and the patient was stable post procedure.